Event description:
It was reported the pt had surgery to connect existing cervical and thoracic leads to a new neurostimulation device. Following the procedure, the pt experienced swelling at the ipg site. Infection was suspected. The pt was brought back to the or where the ipg site was re-opened. Drainage at the site was cultured. No organisms were found. The pt continued to experience swelling and redness at the ipg site. The pt was seen by infectious disease and allergy consultants. Allergy testing was done. The pt had no reactions. The pt's health care provider elected to explant the ipg and extensions and replace them on the opposite side of the body.

Manufacturer narrative:
Preliminary device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.